Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report an energy delivery issue. The surgeon was unable to activate energy and the erbe unit displayed error m-12. The team rebooted the system multiple times; however, the m-12 error recurred each time energy activation was attempted. The customer elected to convert to traditional laparoscopic surgery. The tse reviewed system logs and confirmed the presence of error m-12 and recommended disconnecting the tower foot pedals. No known impact or patient consequence was reported. Isi obtained the following information from the customer: the procedure was continued without the erbe generator. The generator was not usable. This case did convert to laparoscopic. No patient demographic information was provided.